Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and underwent an artificial urinary sphincter (aus) revision surgery. The cuff had a small leak. There were no patient complications reported in relation to this event. The patient was recovering and fine post procedure.